Event description:
It was reported that the right atrial lead exhibited unspecified over-sensing. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146912.